Event description:
It was reported that the implanted system was removed and returned due to patient infection. A new system was successfully implanted. The right ventricular defibrillation lead was analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned. The helix was discovered to be disengaged from helical channel. There was blood/body fluid in/on the outer tubing overlay at various locations throughout, in/on the helix mechanism and sleevehead. The outer tubing was cut near the generator and the defibrillation conductor was distorted.